Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2019, product type catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 07-mar-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving unknown baclofen (500mcg/ml at 50mcg/day) via an implantable pump for intractable spasticity. It was reported that the patient had a record of a pump being implanted in 2019. Factors that have led to the issue were unknown. It was noted that apparently pump was removed in 2019 due to a fluid leak around the catheter. The healthcare provider stated they  were not made aware of this issue that they know of and pump was removed. The issue was resolved and the patient status was alive no injury.